Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician received cavity integrity assessment test alarms and the ablation was not possible. A uterine perforation was diagnosed with laparoscopy and no treatment was needed. The patient was kept overnight in the hospital for observation and was to be seen for a follow-up in 10 days. No additional information was received.